Event description:
It was reported the patient felt an "odd pain by device down to heart last night". Follow up was conducted to obtain information on the patient, but the patient had not been seen. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient felt an "odd pain by device down to heart last night." The patient was seen by the physician the day following the call. Three episodes of ventricular tachycardia had been noted to have occurred since the previous visit although none were the day prior to the patient's call. The device was noted to be functioning normally. The patient had another visit approximately one month later and two additional episodes of ventricular tachycardia were noted. The patient had another visit approximately two and a half weeks later. The device was noted to be functioning normally. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.